Event description:
It was reported to philips that the system's hard disk drive failed, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use at the time of event occurrence. The distributor engineer found that the application wouldn't launch during maintenance due to a faulty hard drive. Subsequently, the engineer replaced the hard drive, inspected the system, and confirmed the issue was resolved. After replacement, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the issue pertains to the application's failure to launch during maintenance, would not be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this issue has been determined not to be a reportable event. The codes have been updated based on the investigation's outcome.